Manufacturer narrative:
On 12/10/2015 the field service engineer (fse) found a leak from disconnected tubing in quick disconnect qd422. The leak damaged the barcode reader which was replaced. The fse fixed the leak by reattaching the tubing. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a barcode reader communication error from the unicel dxh 600 coulter cellular analysis system. The fse found a contained leak of unknown volume from the instrument that damaged the barcode reader. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.